Event description:
It was reported that the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately ten days post implant of the implantable cardioverter defibrillator (ICD) system. Additional information obtained reported that the patient was found in asystole in the hospital rehabilitation department. It was further noted that the patient had non-sustained ventricular tachycardia (vt) one to two weeks prior to death. The cause of death was: cardiac arrest/asystole, coronary artery disease, hypertension and carotid artery disease. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m55 implantable tachy lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.